Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 24 hour infusion of chemotherapy (adriamycin, toposar, oncovin) was programmed to infuse at 46.4ml/hr was noted to be punctured and leaking from the silicone segment of the tubing while connected to a patient. They noted a puddle on the floor by the pump. The patient did not get the total amount of the infusion because it was on the floor, but the nurse felt that it was a minimal amount that he did not receive. The spill was cleaned using the chemotherapy spill kit. There was no patient harm.